Event description:
It was reported that the alarms not alerting when blood glucose levels were rising despite the cgm being connected to the pump. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.